Event description:
It was reported that pleural effusion occurred. The patient informed the watchman call center that a left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro laa closure device was implanted on (B)(6) 2026. The patient reported fluid overload, and a small pleural effusion was found following the procedure. Oxygen and lasix were administered. The patient spent one extra day in the hospital but has since been discharged and is doing well.

Manufacturer narrative:
B3: estimated as (B)(6) 2026 as implant date is noted as (B)(6) 2026.